Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 118 mg/dl. Customer to monitor bg levels until backup therapy is received. Multiple attempts were made by tandem¿s technical support to obtain additional information about alternate insulin therapy.; however, no additional information was provided.